Manufacturer narrative:
Date of event is approximated to june 2, 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. Implanting surgeon: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator midurethral sling was implanted into the patient during a transobturator tension-free vaginal tape, novasure, dilatation and curettage, and posterior repair procedure performed on (B)(6) 2011 for the treatment of rectocele, menorrhagia and stress urinary incontinence. As reported by the patient's attorney, the patient experienced an unspecified injury.